Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic nephrectomy, the device misfired and jammed. The reverse button was tried but did not work. The manual over ride was used to reverse the blade and open the jaws. The procedure was completed with a like device with no patient consequences.